Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus europe se & co. Kg (oekg) for evaluation. The service department of oekg checked the subject device and duplicated the reported phenomena. It was found the followings; the error message "e102" occurred and was caused by the examination(xenon) lamp. This must be replaced. The error message "e103" occurred and was caused by an overheating error, it might have appeared because the fan no longer runs correctly and cools the unit sufficiently. The fan must be replaced. The connection socket of the subject device was failure (it did not recognize light guide cables) and must also be replaced. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error codes, e102 which indicates the subject device has broken down and need to check the examination lamp was displayed at the unspecified timing. After that, the subject device ran in the emergency mode with the emergency lamp and this error occurred only temporarily. After a while, the subject device worked normally again. Even the subject device the examination lamp was replaced, the subject device ran in only emergency mode with the emergency lamp. A few days later, the user reported that the error, e103 which indicates the subject device has broken down and need to check the examination lamp and a temperature error was displayed and it was no longer usable at all. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was gotten the update information from the user that the reported phenomenon had occurred before and during and after gastroscopies/coloscopies/eus (endoscopic ultrasonography) procedures, but the all procedures could be continued and completed with the emergency lamp of the subject device. Every time it was could be continued with turning off and on once. It was except for a time delay, there had been no relevant injury or harm to the patients. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc presumed there was the possibility these phenomena were attributed to the following causes for each; [the emergency lamp lit]. It might have occurred due to the malfunction of the examination lamp. [The errors, e102 and e103]. Those errors might have occurred due to the malfunction of the examination lamp and the fan. [The fan was no longer worked]. It might have occurred due to the failure of the fan itself due to aging deterioration with passing more than 8 years since manufacturing the subject device. [The light guide cable was not detected]. It might have occurred due to the connection socket failure due to aging deterioration with passing more than 8 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.